Manufacturer narrative:
The device was returned as part of the asset return process. During the evaluation foreign material was found at distal end and inside the light guide lens, the switch box, the forceps channel port both has a dent, the suction cylinder has no color, due to cut on the knob wire/forceps elevator wire (k-wire), forceps elevator does not move smoothly, due to wear of angle wire, the play of up/down knob is out of the standard value, the distal end is shaved, there was corrosion around the left arm, the adhesive around objective lens has wear, the universal cord has a scratch, and the connecting tube has a buckling. It is most likely the reported issue is a result of insufficient cleaning and wear and tear. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, found the distal end with foreign material and foreign material inside the light guide lens. The reported issue was found during the procedure. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the foreign material inside the light guide(lg) is due to humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. The event can be detected in accordance with the following IFU. The instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.